Event description:
It was reported a patient's lead was capped on an unknown date due to a product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
Medwatch report number: mw5146006.